Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of an elecsys ft3 iii result on one patient sample. The physician thought the result was too high and did not match the patient's clinical picture. The ft3 result was 7.91 pg/ml. The sample was submitted for investigation where it resulted as 6.11 pg/ml. There was no allegation of an adverse event. The sample was tested on a cobas e601 analyzer at the customer's site. The serial number was requested but not provided.

Manufacturer narrative:
With the information provided, a general reagent issue could not be detected. The ft3 values generated at customer site and in the investigation are both above the upper level of the normal reference range of the assay. The mathematical differences may relate to small differences in the overall reagent handling and may relate to the overall conditions of the analyzers used. Additional data were requested for the investigation but were not available. The investigation was unable to determine a root cause with the information provided.